Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that oozing occurred although an end tone, indicating a completed seal cycle, was heard. The oozing occurred at the distal end of the jaws and was stopped with sutures. There was no oozing in the middle of the jaws after sealing. The surgeon was on vessels size 1 to 2 mm. It is unknown if the device was cleaned during the procedure. There was no patient injury.